Event description:
It was reported that pump experienced malfunction alarm with malf 16 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, and instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials; customer was also advised to program pump settings and reconnect continuous glucose monitor on replacement pump and understood all instructions, while technical support planned to follow up by text message to confirm pump serial number.